Event description:
It was reported that the syringe pump module did not deliver the full amount of the 1ml syringe caffeine infusion, and the user needed to re-enter volume to be infused (vtbi). This occurred in nicu. It was the clinical pharmacist¿s belief that due to the barrel size similarities between 1ml and 3ml syringes, the user loaded 1ml syringe and chose 3ml syringe size during infusion programming. There was no consequence or impact to the patient.

Manufacturer narrative:
The customer¿s stated issue of the syringe pump not delivering the full amount was confirmed through testing. The log review found a bd 3 ml syringe was available and selected on (B)(6) 2020 at 2:02:47 am when programming a caffeine citrate infusion. Each programmed vtbi entered by the user were shown to have completed in the device logs. The customer reported a 1 ml syringe was installed; however, the disposable syringe was not retained for investigation and was destroyed. Only the label from the syringe used was available. Functional testing consisting of disposable syringe loading, infusion testing, and asm accuracy testing performed on the source syringe module found the device operating in specification when a disposable was properly loaded. Additionally, testing showed that if a 1ml bd syringe is improperly loaded, the syringe module may recognize the syringe as the incorrect size syringe. It is suspected that the user installed the reported 1ml syringe and selected the 3ml syringe from the displayed syringe options. Testing confirmed that all programmed infusion vtbis noted in the logs would be able to infuse due to the discrepancy in the syringe size. In this scenario, the 1 ml syringe would have approximately 0.07 ml remaining in the disposable syringe. The root cause of the customer¿s complaint of the full syringe volume amount not delivering was determined to be the result of the user selecting the wrong syringe size. The syringe module demonstrated to be in specification for accuracy and operating as intended when the unit is loaded and selected with the correct syringe. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 29sep2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 14aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is a neonate. Admission diagnosis: prematurity. Although requested, additional patient information was not provided.

Event description:
It was reported that the syringe pump module did not deliver the full amount of the 1ml syringe caffeine infusion, and the user needed to re-enter volume to be infused (vtbi). This occurred in nicu. It was the clinical pharmacist¿s belief that due to the barrel size similarities between 1ml and 3ml syringes, the user loaded 1ml syringe and chose 3ml syringe size during infusion programming. There was no consequence or impact to the patient.

Event description:
It was reported that the syringe pump module did not deliver the full amount of the 1ml syringe caffeine infusion, and the user needed to re-enter volume to be infused (vtbi). This occurred in nicu. It was the clinical pharmacist¿s belief that due to the barrel size similarities between 1ml and 3ml syringes, the user loaded 1ml syringe and chose 3ml syringe size during infusion programming. There was no consequence or impact to the patient. Received a copy of the customer's medsun report from FDA which states, "the syringe pump module did not deliver the full amount of the iml syringe caffeine infusion, and the user needed to re-enter volume to be infused (vtbi). This occurred in nicu. It was the clinical pharmacist's belief that due to the barrel size similarities between iml and 3ml syringes, the user loaded iml syringe and chose 3ml syringe size during infusion programming. There was no consequence or impact to the patient. Biomed department was notified. We picked up the pump and control module, then pulled the event log and submitted it to the manufacturer for review."

Manufacturer narrative:
Additional information provided from 0505160000-2020-8011, updated sections: a.3, b.5, e.4, g.3.